Event description:
It was reported to boston scientific corporation the patient was implanted with an obtryx halo transobturator mid-urethral sling system several years ago.the patient presented with a chronic skin rash to a dermatologist, who believes that she may be allergic to her mesh.all other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that, per the physician, there were no further developments associated with the suspected allergy, and the rash went away (specifics unknown).